Manufacturer narrative:
There are multiple patients. All known information is provided in the literature article. 510k: this report is for an unknown chronos strip beta-tricalcium phosphate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: na yc, et al. (2012), initial clinical outcomes of minimally invasive lateral lumbar interbody fusion in degenerative lumbar disease: a preliminary report on the experience of a single institution with 30 cases, korean j spine, volume 9, page 187-192, (south korea). The object of this study was to evaluate the clinical and radiological outcomes of minimally invasive lateral lumbar interbody fusion. Between may 2011 and february 2012, 30 patients (45 levels) who underwent minimally invasive lateral lumbar interbody fusion were included in the study. There were 5 men and 25 women with a mean age of 62 years (range, 50-79 years). The patients had a discectomy and interbody implant placement and the unknown cages were packed with an unknown synthes chronos strip beta-tricalcium phosphate and a competitor¿s demineralized bone matrix. Cage alone was done in 16 cases while a posterior augmentation was performed in 14 cases which included the use of competitors¿ pedicle screws. All patients were followed clinically and radiologically for at least 6 months. Complications were reported as follows: 5 patients had transient genitofemoral numbness which improved after few days. 3 patients had transient psoas weakness which improved after a few months of follow-up. 1 patient had infection which improved after antibiotics. 1 patient had pain aggravation and underwent revision. The patient suffered from lt l5 dermatome leg pain on the seventh day after the operation. The postoperative magnetic resonance imaging revealed compression of the lt l5 root and after decompressive laminectomy, the pain improved again. 1 patient had leg weakness by lumbar plexus injury which persisted for 6 months after the operation with a motor grade of 2 at the last follow-up, although the minimal improvement was achieved through rehabilitation. This report is for an unknown synthes chronos strip beta-tricalcium phosphate. This is report 1 of 1 for (B)(4).